Event description:
It was reported that following the original surgery for an acl on (B)(6) 2011, three months post-op, patient felt pain and physical stress of the leg. MRI showed visible screw fragment. A revision was done 7 months after initial surgery with the screw and fragments removed.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review could not be performed as the lot number is unknown. Based on the information provided, the most likely cause(s) of this event is damage to the implant at the time of insertion which led to the breakage and post-op fragment in the joint space and/or patient non-compliance with the post-op protocol. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.